Event description:
It was reported that during meniscal repair the fast-fix's t2 deployed prematurely. The procedure was completed with a delay of under 30 min and a backup device was available. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The actuator is in its t2 pre-deployment position. The depth limiter is crumpled at its distal end. The condition of the device indicates it was over penetrated during insertion of t1 causing the t2 to be pulled free from the needle. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the risk document, manufacturing and complaint records were performed, there were no indications that would suggest that the device would not meet product specifications upon release into distribution. Further investigation is not warranted at this time.